Event description:
It was reported that the right ventricle (rv) lead exhibited noise over sensing which had led to pacing inhibition. Additionally, the patient experienced extra cardiac stimulation. The rv lead was capped and replaced on (B)(6) 2026. The patient was stable throughout the procedure.